Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a right ventricular (rv) lead evaluation. High threshold was noted during last check. Chest x-ray reveled that the rv lead pulled back from original position. Programming changes were made. Patient will continue to be monitored. There were no patient consequences.